Manufacturer narrative:
Section d10: device available for evaluation: yes section d10: returned to manufacturer on: 1/25/2021 section h3: device returned to manufacturer: yes. Device evaluation: the product was returned in its original packaging. Upon evaluation the plunger was in a fully advanced position. All the components were correctly engaged, and the plunger was centered. No assembly error and/or defect related to manufacturing process were observed. Traces of lubricant material residues were observed in the device. The lens was received outside the device attached to adhesive tape and the haptics look slightly distorted. Also, the tip of cartridge was damaged/deformed. The conditions observed are associated to handling. Due to the condition of the sample returned the reported issue was not verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens could not be advance the at first and finally when lens was advanced the surgeon did not like the way the lens looked. There was no patient contact, patient injury or medical interventions were required. No further information available.